Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm and a pump error alarm. The customer¿s blood glucose level was around 500 mg/dl at the time of call. The customer was assisted with troubleshoot continued from high blood glucose and power error loss alarm. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, delivery accuracy test and displacement test. The battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error alarms were noted. No unexpected low battery or power loss alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. The insulin pump was received with minor scratched display window and case. The bolus wizard was programmed and worked properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.